Event description:
The customer reported that the paramedics were called while shopping due to her low blood glucose of 20 to 30mg/dl, and she was treated with glucagon at the scene. The customer stated that the reservoir was near 1.0 unit, but the status screen shows 96.7 units. Initially, the customer called requesting assistance with adjusting the basal rates, and changing the time and date. Troubleshooting was performed. The caller was disconnected during rewind, and the prime technique was correct. Instructed the customer to remove the reservoir and it has the same amount of insulin as shown on the status screen. The device was not exposed to an MRI. The self test was performed and passed. Advised the caller to contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.